Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge x 32, upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 16166040. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an emergency explant procedure of the stimulator system. It was reported that the patient developed a mass of scar tissue around the leads. The mass pushed against the spinal cord causing neurological issues over the last two years, which included back spasms, numbness in her feet, leg weakness, and the inability to use her legs. The patient is doing well postoperatively.